Manufacturer narrative:
A member of the cynosure lutronic clinical team made multiple attempts to contact the provider site for additional details about the reported treatment including treatment parameters used, patient information and updated pictures of the reported blister. However, there was no response to these information requests. A cynosure lutronic field service engineer (fse) went to the provider site for a device evaluation. During this time the device was observed be slightly dirty on the lenses and focused handpiece. It was also observed that there was an elevation in the device output energy, causeing the energy output to be out of specification by more than 20%. It is undetermined if these observations contributed to the reported blistering. To correct the issues observed during evalaution, the lenses and focused handpiece were cleaned and the device was recalibrated. Following these actions, the device was subjected to full functionality testing with passing results. At this time the device was found to be working within specification. The following are listed as possible complications and adverse effects per the operator manual: pain, discomfort, burning sensation, bleeding, hyperpigmentation, transient hyperpigmentation, post-inflammatory pigmentation, scarring, blister, allergic reaction, textural changes, inflammation. This event is being reported as an aro event since the device was found to be more than 20% out of specification.

Event description:
It was reported that a patient experienced blistering on the posterior of the neck post tattoo removal treatment with a holloywoord spectra device.